Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment. The anesthesia control board was replaced.

Event description:
The hospital reported the unit went into a system malfunction. There was no report of patient involvement.